Manufacturer narrative:
On may 4, 2023, the distributor provided the following information: pump was tested and the fill estimate was found to be accurate. Pump charged and discharged normally. The pump appeared to be functional.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 100 mg/dl. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.